Event description:
It was reported that the patient was getting pain down the leg into the patella while the stimulation was off. It was discussed that the implantable neurostimulator (ins) may be pushing on a nerve. It was reported that the patient had "increased leaking, constantly, just running out-no control all day". The patient increased the amplitude, which did not help with the bladder but stimulated her bowels instead. The patient was also noticing a new pain in her left hip that radiated down the front of her left leg to her patella; the ins was implanted on the patient's left side. The patient had to go to her primary care physician (pcp) for a urinalysis (ua) test and culture <(>&<)> sensitivity (c<(>&<)>s). The patient was found to have a urinary tract infection (uti) and was treated "x7days" with bactrim. The patient was advised to turn her unit off for one week to see if the hip/leg pain resolved. The patient turned her device off the week prior to the date of report and had completed her 7 days of antibiotics (ab's). Her urinary symptoms had almost cleared. The patient had no leaking and was getting normal urinary urges, and her bowels were back to normal. However, her hip and leg pain persisted. The patient thought she was rejecting the device and asked if she should have it removed. It was suspected that the leads in the sacral area may have affected a nerve going down her leg even with the unit turned off. Follow-up information received indicated that a revision of the pocket was discussed. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-33 lot# v748061 serial# implanted: 2011 (B)(6), explanted: product type lead product ID, 3037 l ot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).